Event description:
The patient experienced low flow alarms on (B)(6) 2021 following lvad implant due to right ventricular failure. The right ventricular failure the patient was experiencing existed prior to lvad implant. A device related issue was not thought to have contributed to the right heart failure the patient was experiencing. The patient experienced low flow alarms on (B)(6) 2021 due to right ventricular failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this investigation. Furthermore, a specific root cause for the reported events could not be conclusively determined. Review of the submitted log files confirmed intermittent low flow events after implant. Although a specific cause could not conclusively be determined through this evaluation, the account reported that the alarms were suspected to be associated with lack of volume due to patient size. Low flow alarms occurred when the estimated flow decreased below a threshold of 2.5 liters per minute (lpm) for 10 seconds or more. The pump speed remained within the set speed parameters for the duration of the log file, and the system appeared to function as intended. Low flow software 1.5.2 was successfully installed on both system controllers on (B)(6) 2021, with no issues noted. It was reported that the low flow alarms resolved post-upgrade and the patient was doing well. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), before ultimately undergoing a routine heart transplant. No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists renal dysfunction, bleeding, anemia, infection, and right heart failure as adverse events that may be associated with the use of heartmate 3 lvas. The IFU lists provides information regarding anticoagulation, including the recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The system monitor section describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this investigation. Furthermore, a specific root cause for the reported events could not be conclusively determined. Review of the submitted log files confirmed intermittent low flow events. Although a specific cause could not conclusively be determined through this evaluation, the account reported that the alarms were suspected to be associated with lack of volume due to patient size. Low flow alarms occurred when the estimated flow decreased below a threshold of 2.5 lpm for 10 seconds or more. The pump speed remained within the set speed parameters for the duration of the log file, and the system appeared to function as intended. Low flow software 1.5.2 was successfully installed on both system controllers on (B)(6) 2021, with no issues noted. It was reported that the low flow alarms resolved post-upgrade and the patient was doing well. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists renal dysfunction, bleeding, anemia, and infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU lists provides information regarding anticoagulation, including the recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The system monitor section describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the cause of the low flow alarms was due to right heart failure. The alarms resolved with the low flow software upgrade performed on (B)(6) 2021. It was reported that the patient's renal dysfunction resolved on (B)(6) 2021. The pleural effusion resolved (B)(6) 2021 and the thrombocytopenia resolved (B)(6) 2021.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's creatine levels were 1.36 mg/dl on (B)(6) 2021. The patient was reported to be in ongoing stable condition.

Event description:
The patient underwent a left nephrectomy prior to lvad implant. The patient had an lvad implanted on (B)(6) 2021 and enrolled in a clinical study. Despite a lasix infusion, the patient's urine output was poor at 15-40 cc/hour. The patient's creatinine was 0.97 mg/dl on (B)(6) 2021, 0.92 mg/dl on (B)(6) 2021, 1.54 mg/dl on (B)(6) 2021, 1.51 mg/dl on (B)(6) 2021, 1.79 mg/dl on (B)(6) 2021, and 2.17 mg/dl on (B)(6) 2021. The patient received dialysis almost every day until (B)(6) 2021. The patient was constantly observed. The patient had a prolonged dialysis. The patient had an s4 2cm nodule to rule out hemangioma confirmed on an upper abdomen ultrasound on (B)(6) 2021 . Multiple hepatic hemangiomas were confirmed on computed tomography (CT) on (B)(6) 2021. After the lvad was implanted on (B)(6) 2021, a transthoracic echocardiogram (tte) and a transesophageal echocardiography (tee) found that a hematoma evacuation was necessary. A hematoma evacuation operation was performed on (B)(6) 2021. All hematoma was removed. The patient was constantly observed. It was reported that the hematoma resolved without sequelae on 25feb2021. The patient had wheezing and increased c-reactive protein on (B)(6) 2021. A high-resolution computed tomography (hrct) showed a left pleural effusion. The patient was treated with antibiotics and controlling fever. There was no interval change on x-ray on (B)(6) 2021. The patient's c-reactive protein was 1.30 mg/dl on (B)(6) 2021. The patient still had a percutaneous catheter for drainage on (B)(6) 2021. The patient had thrombocytopenia with microcytic microchromic anemia due to infection or drug induced. The patient was transfused platelet concentrates (pc) 4 pint on (B)(6) 2021, pc 4 pint on (B)(6) 2021, and pc 8 pint on (B)(6) 2021. The patient's platelets on (B)(6) 2021 were 39 x10³/ul. On (B)(6) 2021, the patient's platelets were 49 x10³/ul. The patient's platelets on (B)(6) 2021 were 46 x10³/ul. The patient's platelets on (B)(6) 2021 were 86x10³/ul. On (B)(6) 2021, the patient had nontuberculous mycobacteria infection acid-fast bacillus (afb) on a culture. The patient was treated with antibiotics. C-reactive protein (crp) was 6.07 on (B)(6) 2021. Crp was 5.36 on (B)(6) 2021. Crp was 10.49 on (B)(6) 2021. Crp was 6.68 on (B)(6) 2021. Crp was 2.69 on (B)(6) 2021. Crp was 1.90 on (B)(6) 2021. Crp was 1.18 on (B)(6) 2021. Crp was decreasing. Afb was negative on (B)(6) 2021. The patient was on parenteral antibiotics in an ongoing stable condition.